Event description:
A facility reported that the swivel lock on the mayfield composite series skull clamp (a3059) disengaged when in the locked position. This resulted in a laceration to the patient. Additional information has been requested.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. When the clamp was properly positioned and put under pressure, it did not move. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation and the initial findings of the service team were confirmed by qe with the observation that the clamp is in worn condition and had residue buildup present. No other issues were identified. It is with recommendation that the unit at least receives a general preventive maintenance (pm) to ensure that all components are working properly. As a result, general maintenance and cleaning will be performed. Root cause - the complaint is not confirmed. When the clamp was properly positioned and put under pressure, it did not move. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated fields: a3a, a4, a5, a6, b3, g3, g6, h2, h6, h11. Additional information was also reported as follows: 1. Date of the incident. (B)(6) 2025. 2. Please provide the size and location of the laceration. Left frontal area, about 5cm. 3. Was revision/medical intervention required? If yes, what revision/medical intervention was performed? Yes we had to flip the patient supine and stitch the laceration, then re-pin the patient. 4. Was there a delay in surgery due to product problem? If yes, how long? It delayed the procedure about 30 minutes. 5. What type of procedure was performed? Chiari decompression. 6. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did that imaginary line pass through an axial center of the skull? Yes, I pinned the patient myself. 7. Did each pin engage the cranium in a perpendicular approach? Yes. 8. Patient outcome. She did fine from surgery and her scalp laceration healed well. 9. Please provide patient information: a. Date of birth: seems like phi, so not including. B. Age: 20s.

Event description:
N/a.